Event description:
It was reported that patient had hemoptysis during the implant, hemoptysis occurred while guidewire was being used. The sensor was not used and patient is in stable condition. The physician suspect a micropuncture in the pulmonary artery.